Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the midface with 1ml of juvéderm® voluma¿ xc. Three days later, patient experienced ¿inflammatory nodule non-fluctuant left side only¿ with ¿patient's cheek has a nodule, swelling, and puffing." Per healthcare professional, ¿I suspect due to needle reuse, secondary treatment area has higher chance for microbial introduction/contamination.¿ patient was treated with clarithromycin 500bid, medrol dose pack, 15-20u hylenex. Some immediate relief but inflammatory nodule persists. Provider will be dosing another 15-20u. Event is ongoing.